Manufacturer narrative:
The device history record for this lot was reviewed and everything was found to be in order.

Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2007. Boston scientific's advantage and polyform devices were also implanted at this time. The complaint via the attorney was that the patient suffered pelvic, abdominal and bladder pain, bowel and urinary problems, dyspareunia and nerve pain. It is not known when the event occurred. It is not known what the patient's current condition is. No info has been confirmed by a health care professional.